Event description:
It was reported that shaft break occurred. A 3.50 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft broke and the device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported.